Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 7 atms on the initial inflation. The lesion being treated was 99% stenotic lesion in the left anterior descending (lad) coronary artery. It is noted the physician did not feel resistance at the time of insertion. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.